Event description:
The customer contacted stryker to report their device will not go past the splash screen during power on. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The device was returned to stryker for evaluation and the reported issue was not able to be duplicated or verified. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.